Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient contact reported finding a fluid leak following the patient's discontinued treatment. The cycler had alarmed for air detected in the cassette and the alarm could not be bypassed. When she opened the cassette door she found moisture on the back of the cassette. The sample was not made available for evaluation. During follow up the patient's pd nurse reported that the patient did not have any signs of infection. His effluent remained clear. He was not prescribed any antibiotics. The set was discarded.